Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for further investigation. The manufacturer reports that no issues could be found with the sample during functional testing. The device functioned as intended. Evaluation codes have been updated to reflect this investigation.

Event description:
Customer complaint alleges that the device is producing "little or no aerosol".alleged malfunction reported as detected during use. It was reported there was no injury or consequence to the patient.

Manufacturer narrative:
(B)(4). Correction to the CAPA number in the previous report. The correct CAPA number is (B)(4).

Event description:
Customer complaint alleges that the device is producing "little or no aerosol". Alleged malfunction reported as detected during use. It was reported there was no injury or consequence to the patient.

Manufacturer narrative:
(B)(4). A device history record review shows that the product was assembled and inspected according to our specifications. Customer provided video of the complaint reviewed. During the visual inspection, of the returned device, a white residue was found inside of the jar, on the cap and jet. Visual inspection of the remaining components found no defects or anomalies. Microscopic inspection found a green particulate at the orifice of the jet. Functional testing was performed, using the returned device and tubing. A total of 5cc of water was added to the returned nebulizer unit. The unit and tubing were connected to an air flowmeter and the pressure was increased to 8 lpm. It was noted that a very light mist was produced from the chamber of the nebulizer and that the nebulizer bubbled. The customer complaint was confirmed. The reported complaint that the device gives little or no aerosol during use could be confirmed through the functional inspection of the returned sample. A CAPA has been initiated to further investigate this complaint issue.

Event description:
Customer complaint alleges that the device is producing "little or no aerosol". Alleged malfunction reported as detected during use. It was reported there was no injury or consequence to the patient.